Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives error message from device 8015 (s/n (B)(4)), at powering on. Case resolution: customer receives error message from device 8015 (s/n (B)(4)), at powering on. Initiated a remote session to assist customer. Assisted customer in system maintenance, to setup the firmware file in the configuration package. Customer did not have access to the point of care software cd, in file path. Submitted request to send the point of care software cd (B)(4). Sent email correspondence to contracts. Informed customer if any further concerns need to be address, to give us a call back. End call. (B)(4).